Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation is was revealed that pacemaker battery had rapidly decreased since patient¿s last check up on (B)(6) 2020. On (B)(6) 2021, the pacemaker was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Analysis was normal. No anomalies were found.